Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, dhs plate could not be connected to dhs blade. Devices are got jammed. The surgery was completed successfully with 45 minutes delay. There was no consequence of the patient. This complaint involves two (2) devices. This report is for (1) 130 deg lcp dhs plate standard barrel 2 holes/60mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lcp dhs plate was received with the reported condition of not functioning. The visual inspection has shown that there are some deep marks inside the hole's flat surfaces.. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test a functional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Dimensional inspection (additional step): feature: inner diameter dimension drawing: 8 mm +0.06/-0.03 dimension measured: 7.98 mm result: pass. Feature: inner flats (measured close to deep marks) dimension drawing: 7.2mm +0.1/ 0 dimension measured: 7.22 mm result: pass. Feature: inner flats (measured over deep marks) dimension drawing: 7.2mm +0.1/ 0 dimension measured: 7.04 mm result: fail (due to the damage incurred). Document / specification review the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary the complaint condition is confirmed as the device was found damaged inside the hole and therefore limited in its functionality. However, based on the findings above no fault could be found in material or during the production. This kind of damage is typically consistent with a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into a damage and can compromise the functionality of the device. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part:02.224.202s, lot: 41p3261, manufacturing site: grenchen, release to warehouse date: 24 february 2020 , expiry date: 01. Feb. 2030. A manufacturing record evaluation was performed for the finished device part: 02.224.202s, lot: 41p3261 , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.